Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found seal plate damage. Skiving in the knife track was observed. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaws were observed under magnification and it was identified that the inner drive of the knife blade was slightly bent. This caused the blade to cut into the amodel insulation in the knife track, when cutting was attempted. The device was activated multiple times on a saline soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. No electrical or wiring issues were found. Rf tag in the plug showed two timestamps. It was reported that there was a partial seal and maximum usage had been reached. The reported issues were not confirmed. The most likely cause could not be established from the information available. It was also rep orted that the alarm was activated and the device stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The evaluation detected an unreported condition: device cutting issue. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the device, the device had inadequate or partial sealing, with evidence of energy delivery and end tones heard. There was re-grasp alert. After approximately 1.5 hours of successful use and several good seals, the sealing cycle became incomplete. The issue occurred while sealing a thin layer of tissue approximately 3-4 millimeters thick. Additionally, a device error indicated that the maximum number of uses had been reached. The jaws were cleaned when eschar was present. The issue was isolated to the handpiece. There was another handpiece used with the same generator and it worked fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial # (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure using the device, there was inadequate or partial sealing, with evidence of energy delivery and end tones heard. After approximately 1.5 hours of successful use and several good seals, the sealing cycle became incomplete. The issue occurred while sealing a thin layer of tissue approximately 3-4 millimeters thick. Additionally, a device error indicated that the maximum number of uses had been reached. The jaws were cleaned when eschar was present. No patient complications were reported as a result of this event.